Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reported event was ¿hospitalization.¿

Event description:
It was reported that there was a malfunctioning gastric stimulator with erosion of the leads into the stomach. It was noted that the patient underwent surgery to replace her gastric stimulator battery on (B)(6) 2014. It was noted that the device was replaced and the device was functioning. It was noted that the patient recovered without sequela. It was noted that there were no complication sand the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the reporter could not see anywhere in their notes that the leads were eroding. It was noted that there was just battery expiration. It was noted that the patient experienced nausea, anorexia, and abdominal pain in the upper abdomen. It was noted that there was a weight loss of 10 pounds. It was noted that the patient had an office consultation on (B)(6) 2014. It was noted that the battery was replaced by the doctor. It was noted that the doctor did not state if the battery depletion was premature or not. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).